Event description:
It was reported the patient had their device removed due to a (B) (6) infection. She experienced fever, chills, severe body aches, and the "worst headache in my life". She felt like "she was dying". Patient was brought straight to the emergency room. Device was explanted. Further information was requested.

Manufacturer narrative:
(B) (4)